Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance in loading a new cartridge using the correct technique and successfully resumed insulin therapy.